Manufacturer narrative:
(B)(4). The customer reported the device was discarded. There are several possible causes for a stent being explanted, including, but not limited to: challenging anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. In this case, based on the reported information, it appears that the difficulty advancing the retrieval catheter is due to interaction with the newly placed stent as it was reported that the acculink stent was inadvertently pulled from the implanted site. It may be possible that the stent was not fully apposed to the vessel wall or implanted in an angled segment of the artery resulting in interaction between the retrieval catheter and the stent during withdrawal. Angiographic images were returned and examined by abbott vascular. From the information provided in the cine angiograms, it cannot be determined what occurred. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and did not reveal any similar incidents for this lot. The reported difficulty appears to be due to case circumstances. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that during a stenting procedure an rx acculink stent was successfully implanted in the right internal carotid artery and post-dilatation was performed. The rx accunet filter was difficult to remove using the retrieval catheter 2 (rc2). After several imaging manipulations and the use of an unspecified wire, the rc2 and filter were successfully removed from the body. However, the physician feels that the implanted stent was inadvertently pulled from its implant site in the carotid artery during the filter removal. The vasculature was examined under fluoroscopy and the stent was not seen in the body. The stent was not found in either the device packaging or with the devices previously used during the procedure. The location of the stent is unknown and the physician feels that it likely remains in an unspecified site in the body. No additional intervention was performed to target lesion and the procedure was ended. The subject remained asymptomatic. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.the rx accunet is being filed under a separate MFR number.

Manufacturer narrative:
Cine review findings: cine angio runs 1 to 13 are, diagnostic femoral, arch, and selective carotid and cerebral angiograms. Run #14 and 15 are oblique views of the right carotid with injections through a long sheath. The angiograms demonstrate a lesion at the carotid bifurcation. The lesion extends from the right common carotid into the internal and external carotid. Run #16 shows a guidewire and an inflated balloon in the right internal carotid. Run #17 shows the guidewire and a contrast injection. Run #18 shows a guidewire and second larger balloon inflated in the right carotid. Because of the collimation, the wire in these three cine runs cannot be identified as the accunet. No angiogram confirming that the accunet is fully deployed is included. Run #19 is contrast injection post balloon inflation. Improved vessel diameter is seen at the carotid bifurcation. The accunet can be seen positioned in the distal internal carotid just below the level of the petrous portion. This is the only angiogram that for certain shows the accunet in the distal anatomy. It is difficult to determine for certain but the accunet does not appear to be expanded. Run #20 is an angled, non contrast cine run of the upper chest. It shows a 0.035 guidewire in the aortic arch or right subclavian and a 0.014 guidewire in the supra aortic vasculature. Exact locations of the two wires cannot be determined. At the distal end of the 0.014 wire, at the area of the radiopaque tip coils is an ill defined radiodense object that may be a damaged stent. Exact location of the damaged stent cannot be determined. Run #21 is a non contrast image of the abdomen at the level of l5-s1 and shows a 0.035 guidewire and the tip of a catheter. Run #22 and 23 are contrast injections in both oblique of the right common carotid from its origin to above the bifurcation. No stent can be seen run #24 is a right selective cerebral angiogram. Run #25 and 26 are an abdominal angiogram and runoff to the periphery, just above the knee. Conclusion: from the information provided in the cine angiograms, it cannot be determined what occurred. There is evidence of two balloon inflations which may be predial (#16) and post stent dilatation (#18) in the right carotid artery. No acculink deployment is documented. In one cine run (#19) there is evidence of the accunet in the distal carotid, but no documentation that is expanded in the artery. In run #20 there may be a damaged stent in the supra aortic anatomy, but it is not seen in the angiograms that follow. (B)(4).